Event description:
It was reported that the 9600 sys had a battery charger failure error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The sys was tested and found to be working as intended and put back into svc.